Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the reset process, and advised the customer to call back if the malfunction code recurred, which it did not. The customer was informed they could continue using the pump.